Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2014. Low vault was noted as well as lens dislocation/subluxation, refractive change over time, and blurred vision. The lens was explanted on (B)(6) 2014. The patient's last bvca was 20/60 as of (B)(6) 2014.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight: unk. (B)(4). Device evaluated by the manufacturer? No. Lens was not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
The lens description is -10.0/+3.0/063 (sphere/cylinder/axis). Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found that lens measurements were within specifications. Conclusion: at the time of implantation, patient was (B)(6) (i.e. Under the age of 21 years) and had pre-existing progressive myopia or hyperopia, both of which are contraindicated as per the dfu of this lens model. (B)(4).

Manufacturer narrative:
(B)(4). Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).